Event description:
This is a spontaneous case report received from a female consumer of unspecified age in united states on 02-may-2016 who had essure (fallopian tube occlusion insert) inserted on an unspecified date. She had a hysterectomy because she believed it would be the only solution to having the device removed without leaving pieces of the coil behind and potentially harming a baby. No contact details provided. Quality safety evaluation received on 18-may-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer of who had essure (fallopian tube occlusion insert) inserted and had a had a hysterectomy because she believed it would be the only solution to having the device removed without leaving pieces of the coil behind. Medical device removal is listed in the reference safety information for essure. In this particular case, the reason for essure removal was not specified. Despite the lack of details for a comprehensive causality assessment, considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint investigation resulted in an unconfirmed quality defect. No further information will be obtained as no contact details were provided.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.